Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 600 mg/dl. The customer administered a manual injection to address their bg. The customer reverted to an alternate method insulin therapy.